Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. When the user loaded a new cartridge, the insulin gauge was reported to inaccurate. The user reloaded the cartridge and resumed insulin delivery. The user's blood glucose (bg) level was 400 mg/dl at the beginning of the report and was 212 mg/dl at the end of the report. The bg level was addressed with a bolus, changing supplies, and a manual injection.